Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection and leads has eroded through the skin at the suture site. The patient was placed on antibiotics and underwent a lead replacement procedure. No device malfunction was suspected.